Event description:
Customer called to report a sensor giving incorrect readings. The false readings started from the moment she started using the sensor. Blood glucose reading was 92 mg/dl. Customer declined troubleshooting for discrepancy between sensor reading and blood glucose reading. Advised that the sensor will be replaced. Nothing further reported.

Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.